Event description:
There were no long term negative sequelae reported. The subject product is not a medical device. The product is a combination product, the primary therapeutic effect being as a result of the drug, not the delivery system. Therefore, the product is regulated as a drug. The injector and cannula are not distributed independently from the drug product.

Manufacturer narrative:
A hard copy has been mailed out to the division of surveillance systems, office of surveillance and biometrics as well.